Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found a wandering baseline. There was a stored untreated episode due to the same noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The local representative was unable to reproduce the noise during testing. Technical services advised some options. There were no additional adverse patient effects. The system remains implanted.